Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. Customer's blood glucose at time of incident was unknown. The customer has some spots on the display which are growing bigger. The customer had difficulties of reading the display. The customer was advised that pump will be replaced.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected dark spots, splotches, or display anomalies noted during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, and scratched reservoir tube window. During visual inspection shows that damage to lcd window is a scratch and not a crack.